Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached from the union section with the telescope and was not returned for analysis. Impedance testing shows a good unit. Image test could not be performed due to the condition in which the device returned. Based on the evidence, the as reported code of image lost cannot be confirmed.

Event description:
Reportable based on device analysis completed on 08 mar 2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, the image had disappeared. The procedure was completed with another of the same device. There were no reported patient injuries. However, device analysis revealed that the sheath was detached from the union section with the telescope.